Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not provided.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. During a routine follow up examination, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. There were no patient complications reported.